Event description:
Frontrunner catheter was introduced to open a distal right coronary artery chronic total occlusion. Frontrunner was advnaced through severe tortuousity. The physician spent about 20 minutes attempting to cross the chronic total occlusion with the frontrunner. The physician commented that the distal tip of device remained open. In response to the physician's comments that the tip appeared to be open when the handle was depressed to the closed position, the lumend vp of marketing, who was in attendnace, reminded the physician a number of times to retract the catheter approximately 5 mm while closing the distal tip by gently pushing on the proximal end of the handle lever prior to each advance. This is stated in the IFU under directions for use (prt1602 rev a). The IFU also cautions the user to ensure that the distal tip is closed and disengaged from the lesion prior to advancing, rotating or retracting the device. It also cautions that torquing the catheter excessviely may cause damage to the product. Eventually, the jaws became stuck. This was most likely due to a failure to retract the catheter approximately 5 mm while closing the jaws and ensuring, under fluoroscopy, that the jaws were closed before advancing. The physician then excessively torqued the catheter to free it from the tissue. There was no catheter malfunction. Pulling back on the catheter, prior to each advance, is part of the instructions in the IFU "directions for use" section. It states, "retract the catheter approximately 5 mm while closing the distal tip by gently pushing on the proximal end of the handle lever."